Event description:
Reportedly, upon closure of the rectal stump with roticulator 55, it was noticed that there were no staples in the roticulator 55. Resection to deep. No anastomosis possible. Colostomy performed.